Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: a review of the pump¿s history showed that the last basal delivery and last bolus were recorded on 05/24/2013. There were no alarms associated with the complaint in the history. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. During testing, 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient had a hypoglycemic seizure that morning. The patient's blood glucose (bg) the prior evening was reportedly 383mg/dl with no signs or symptoms of hyperglycemia. At 4:30am on (B)(6) 2013 the patient was unable to speak and had no motor skills, and his eyes were dilated. After multiple attempts to obtain a bg reading, the reporter stated the patient's bg read at 92mg/dl. Using another meter, the patient's bg read 70mg/dl. An ambulance was contacted and the patient's bg on the way to the hospital was reportedly 113mg/dl with glossy eyes and slow speech. While at the ER, the patient's bg was reportedly 131mg/dl with symptoms resolved. The patient reportedly had a urine test and a cat scan done and received a diagnosis of hypoglycemic seizure. The reported stated that the patient's bg resolved and he has not had any issues since. The reporter noted that prior to the incident, the patient had been riding his bike, but noted that usually raises his bgs. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. There were no new medications, foods, illness, or activities noted. There was no pump malfunction identified upon troubleshooting and the patient continued insulin pump therapy. However this complaint is being reported because the patient allegedly experienced severe hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.